Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 400 while using a teflon infusion site on the ilet and subsequently administered subcutaneous insulin by syringe to bring glucose into range; the user denied bent cannulas and requested to try steel infusion sets, and the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.